Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during a intraocular lens (iol) implant procedure, the iol had scratches on the posterior side. The lens was removed in the same procedure and replaced with another lens. There was no patient impact reported.